Manufacturer narrative:
Reported event: an event regarding dislocation involving an adm liner was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the device history records indicate devices were manufactured and accepted into final stocks with no relevant reported discrepancies. Complaint history review: there have been 1 other similar events for the lot referenced of the same device/patient. Conclusions: it was reported that the patient was revised due to dislocation. The event could not be confirmed as insufficient information was provided. Further information such pre- and post-operative x-rays, primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that the patient had a right hip revision due to disassociation between the adm liner and competitor 28mm head. It was decided to exchange the bearing surface to a constrained insert. No further information is available from the doctor or hospital.